Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. An emerge balloon catheter was selected for use to dilate the lesion. However, at an unspecified point in time during the procedure, the shaft broke. No patient complications were reported.